Event description:
Additional information received on 3/24/2025: the procedure took place on (B)(6) 2025. The needle was used with an ar-12990 knee scorpion; however, the scorpion suffered no damage or malfunction. When the scorpion was fired, the needle split in two, the tip broke off. The case was completed using an ar-13999mf fastpass scorpion. The case was delayed fifteen minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On 3/7/2025, it was reported by a facility representative via email that an ar-12990n knee scorpion needle tip broke off in the patient's knee. The broken fragments were retrieved. This was discovered during an ac revision reconstruction. No further information was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.